Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid of left anterior descending artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, at 7th inflation, it was noted that the balloon was ruptured at 12atm. The device was removed without any problem with the usual method. The procedure was completed with a different device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination of the balloon identified a longitudinal tear in the balloon material. A microscopic examination of the balloon material and markerband identified no issues which could potentially have contributed to the tear. The tear stretched from the proximal balloon cone to the distal balloon cone. A detailed microscopic examination of the balloon and blades identified that 1mm portion of the distal balloon segment was missing. No damage was observed with any of the other blades. All blades are fully bonded onto the balloon. A visual and tactile examination found no issues with the hypotube of this device. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid of left anterior descending artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, at 7th inflation, it was noted that the balloon was ruptured at 12atm. The device was removed without any problem with the usual method. The procedure was completed with a different device. No patient complications were reported and the patient status was good.